Event description:
A customer reported during a procedure, bubbles were observed in a pt's eye coming from the port. The surgeon suspects the actuation air from console leaked into eye. The pt was noted to have inflammation postoperatively. Add'l info provided indicated the bubbles appeared from the port at the time of the vitrectomy, which was 48 minutes after the start of the procedure. The physician continued to use the probe and the bubbles appeared again. The air tamponade was performed completing the case using the same equipment. The pt was noted to have "slight endophthalmitis" postoperatively. The pt is reported as "improving" with the use of antibiotics.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. No add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).